Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported that a fluid leak was discovered on the inside of the cassette door of a user facility cycler during a patient¿s peritoneal dialysis (pd) treatment training session. The rn reported receiving an air detected in cassette alarm during fill 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the user facility. Upon follow up, the program manager stated the patient did not continue treatment after the fluid leak was found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The program manager could not confirm whether the user facility received the replacement cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found under the pump assembly the cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
A registered nurse (rn) reported that a fluid leak was discovered on the inside of the cassette door of a user facility cycler during a patient¿s peritoneal dialysis (pd) treatment training session. The rn reported receiving an air detected in cassette alarm during fill 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn was advised to discontinue the use of the cycler. A new cycler was issued to the user facility. Upon follow up, the program manager stated the patient did not continue treatment after the fluid leak was found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The program manager could not confirm whether the user facility received the replacement cycler. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was scheduled to be returned to the manufacturer for physical evaluation.